Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal hernia procedure, the device o ring fell off into the patient. It was retrieved with graspers and pulled out through trocar.